Event description:
The initial reporter received questionable phosphate (inorganic) ver.2 results from several patient samples tested on the cobas 6000 c501 module. One example of discrepant results was provided: the initial result was 6.8 mg/dl. The repeat result was 3.7 mg/dl

Manufacturer narrative:
The reagent lot number is 86136401 with an expiration date of 31-may-2026. The field service engineer inspected the module and replaced valves, cleaned a blocked drying hole, replacedand adjusted the sample probe, added an extra wash cycle (ewc). He confirmed that the assay and module are performing according to specifications. The investigation determined that the service actions resolved the issue.